Event description:
It was reported that patient experienced skin erosion at the lead sites. As a result, surgical intervention was undertaken wherein the entire system was explanted on (b)(6) 2026 to address the issue.

Manufacturer narrative:
Date of event is estimated.Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.